Manufacturer narrative:
Based on the received information, diagnostic imaging revealed that the active electrode was not completely in the cochlea. A revision surgery was taken out to re-insert the active electrode, however it is not clear if the electrode is now inserted completely. The patient has been switched on, but he is not hearing as well as with the first device. The device remains so far implanted and in use, despite the reduced benefit. This is a final report.

Event description:
It was reported that at first switch-on appointment, on (B)(6) 2015, the outcome was poor. Diagnostic imaging showed several electrodes were extra-cochlear.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that at first switch on appointment, on (B)(6) 2015, the outcome was poor. Diagnostic imaging showed several electrodes were extra-cochlear. A repositioning surgery was conducted on (B)(6) 2015. Reportedly, the surgeon was having difficulty inserting the electrode array into the cochlea, but following further attempts the electrode array was inserted into the cochlea.